Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd has not been provided with photos or samples for catalog 304000 lot 180319 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Retained samples were assembled caverjet syringes and non of the syringes examined presented the reported defect. The hub fit perfectly with the syringe tip and no leakage was observed. Bd understands a defective hub connection issue took place. Based on our experience, this issue could be possible because of a defective connectivity due to a defective luer dimensions or any damage in the syringe tip. It could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. After reviewing the device history review which shows no issues during the needle manufacturing process, no corrective actions are required at this time. Investigation conclusion: since bd was unable to duplicate or reproduce your indicated failure mode because no sample has been provided, and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time. Considering available information ¿this problem has happening often, and she lost several syringes and the liquid leak.¿ bd understands a defective hub connection issue took place. Based on our experience, this issue could be probably because of a defective connectivity due to a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. On the other hand, bd is certain that the probability of having some damaged needle causing detached in our product is very low based on the preventive measures, and our sampling inspection plan. Root cause description: possible incorrect handling of the product. Rationale: since complaint is not possible to confirm, DHR show no abnormalities or issues and no complaints from other customers, it was determined that no corrective actions are required at this time.

Event description:
It has been reported that the bd microlance¿ needle has been found experiencing difficulty to connect mating components to the syringe during use. The following has been provided by the initial reporter: she informed that the needle is not fitting in the syringe. She informed that her husband has been using the medication for 10 years and this problem has happening often and she lost several syringes and the liquid leak. The device is not available for expertise.